Event description:
It was reported that right ventricular (rv) lead was surgically abandoned due to fractured. A new lead was implanted. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.